Event description:
It was reported that during a lap cholecystectomy procedure, the device was closed as far as it could be, but the clip would not form all the way on the vessel. A second device was opened and the same thing occurred. A competitor's device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.